Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset multiple times. The customer's blood glucose (bg) level was impacted (279 m/dl). A correction bolus was delivered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.